Event description:
On (B)(6) 2025, the user reported intermittent issues with the ilet sleep/wake button not responding. At the time of the initial call, the button was functioning, and the patient was advised to provide video documentation if the issue recurred. On (B)(6) 2025, the user called back and submitted a video showing the sleep/wake button not responding. A replacement ilet was arranged for overnight shipment. Blood glucose was unaffected.